Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors or/and handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported that the evis lucera duodenovideoscope presented with burs when the tip cover was not attached and a broken forceps lifting wire. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the adhesive of the lighting lens was peeled off with a gap on the glued end, which allowed dirt to enter the lens through the glue gap. This report is to capture the reportable malfunction of the glued end gap, which allowed dirt to enter the lens as found at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of its normal state due to the elongation of the angle wire; the bending section adhesive was missing; the adhesive part of the lighting lens had come off; and the suction cylinder was scraped. Scratches were found on the tip cover, operation part, switch box, operation unit cover, up/down angle lever and knob, right/left knob, grip, universal cord, and scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.